Event description:
It was reported that the right ventricular (rv) lead had no sensed r-waves and ventricular capture was not present. Upon extraction of the lead it was noted that tip of the lead was bent and unable to retract. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned and analysis found that the helix/lobe was distorted/bent. The proximal conductor had blood/body fluid (not obstructed), the inner tubing was kinked/buckled and the outer insulation was breached cut. There was blood in/on the helix/lobe mechanism and there was tissue on the helix. The lead was stretched. Visual analysis noted that there was apparent explant damage. The lead was returned with the helix extended, stretched and there was dried blood on the helix which prevents torque transfer of the helix to function properly.